Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that it was difficult to interrogate this implantable cardioverter defibrillator (ICD). It was noted that the patient had been lost to follow up for over two years. The device was later explanted for normal battery depletion and was replaced. No adverse patient effects were reported.